Manufacturer narrative:
Continuation of d10: w1tr01 crtp implanted on (B)(6) 2025. 5867as crhf adaptor implanted on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after initial implantable pulse generator (ipg) system implant the system pulled back, loss of lead slack was noted and device dropped. The patient habitus is remarkable for very loose soft tissue which likely contributed. Since then the patient developed what was diagnosed as pacer induced cardiomyopathy. The ipg was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). A right ventricular (rv) left bundle branch (lbb) lead was implanted. The crtp was sutured amd extra lead slack was provided. The rv lbb lead exhibited high thresholds, non capture and a dislodgement was confirmed. The system was noted to be pulled back. The rv lbb lead was explanted and replaced. No further patient complications have been reported as a result of this event.